Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up will be submitted.

Event description:
The customer reported that during a laparoscopic-assisted distal gastrectomy (ladg), the staff cleaned the jaws of the device and pad liner from the jaw disengaged during the cleaning process. Nothing fell into the patient cavity. There was no patient injury. The site contact was not able to provide additional details regarding the device, incident, or patient. The site indicated that the device was discarded after the procedure was completed.